Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that all stations were in critical override mode and that patient data was not transmitting. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that all the stations were critical override. A technical support specialist troubleshot the device and performed all-in-one enterprise server snapshot reversion, completed disaster recovery on the station, and closed the case. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that all stations were in critical override mode and that patient data was not transmitting. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.